Event description:
New five french feeding tube inserted into right nare. When feeding started the tube began leaking where tube and orange hub meet. Another five french feeding tube with same lot number was used and it leaked as well. The third five french feeding tube used did not leak.